Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient (pt) with percept rc and high settings is seeing error code 1503 which occurs when the patient tries to connect the patient programmer to the ins while the ins is being recharged. Error code 1021 also displayed, which occurs when the ins is in an overvoltage condition, and the recharger error is designed to prevent the ins from being overcharged. Error codes were seen in the recharger app. No symptoms were reported.

Event description:
Additional information was received reporting that the cause of the error 1503 was due to the patient programmer trying to connect to the ins while charging. They reconnected which resolved the 1503 error. The cause of the error 1021 was not determined but was resolved. The ins was interrogated with the clinician app after the 1021 code appeared. Logs were reviewed which did not find anything that would point to the ins being in an overvoltage state or a potential reason for the 1021 code.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the reset of the recharger had allowed the patient to recharge their ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that access to the json report is not possible. The patient is still able to recharge despite the appearance of code 1021. Recurrence of code 1021 has not been reported since the last occurrence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient has seen code 1021 twice (with the first being on (B)(6)). The second time has not been confirmed yet. Therefore, they were not sure if it was really recurring, the patient might also be worried. After seeing the code, the patient was able to recharge the ins. An image also showed there was service code 2702 on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient has seen code 1021 twice (with the first being on nov-2nd). The second time has not been confirmed yet. Therefore, they were not sure if it was really recurring, the patient might also be worried. After seeing the code, the patient was able to recharge the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the hcp thinks they need to take a good look at the programs. The patient already has obsessive-compulsive disorder (ocd) and this issue makes the patient even more insecure, with the result that they might have to provide multiple rechargers because the patient does not trust the recharger that gives these notifications. The patient has very high settings and continues to see various error messages constantly. Additional information was received reporting that they also saw message/code 9727. It was reviewed that the code 9727 seemed to be related to a security communication issue between the recharger and ins. Resetting the recharger may resolve this issue.